Event description:
During testing, the facility biomed reported intermittently getting an "abnormal energy delivery" message and measuring a lower energy output with the external hard paddles. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it charged the selected energy but dumped it internally. Physio replaced the relay assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed relay assembly at the failure analysis center and verified abnormal energy delivery.